Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent treatment with gore excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe) for a common iliac artery aneurysm. After deployment of the internal iliac artery component angiography showed the leading olive and tip of the device delivery catheter had become detached from the delivery catheter and was visualized in the internal iliac artery. A snare catheter was used to successfully retrieve the artifact from the patient. The procedure was successfully concluded without incident. The device delivery catheter and olive tip were retained and will be sent back to gore for analysis. There were no reported difficulties with advancement, or anatomical factors for the patient. The patient tolerated the procedure.

Manufacturer narrative:
The device delivery catheter and olive tip were returned to gore and an engineering evaluation was performed and showed the following: the device evaluation showed the following: there was blood on the device and the leading end of the catheter had separated from the catheter body at the pebax junction of the trailing olive. The device had been deployed off the catheter. There were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the damage to the delivery catheter could not be determined with the currently available information.